Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: the power switch is the old version, recommend update to new version. The 2 leds of the gas supply indicator and the 2 leds of the gas evacuation indicator light up at the same time due to fault of the printed circuit board. The user report of not holding gas pressure all of the time could not be confirmed. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported by the user, during an unspecified procedures using a high flow insufflation unit, the insufflation within the patient ceases even though the unit pressure valves continues to go up. It is reported there has been no patients impacted related to these occurences. The facility has evaluated the device and checked the connections, and has been unable to duplicate the insufflation issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, since the customer's complaint (insufflation within the patient ceases) could not be duplicated, a root cause could not be determined. Regarding the failure of the printed circuit board causing the four leds to illuminate at the same time, it is likely the printed circuit board failed due to normal aging since the device was manufactured over eight years ago.